Manufacturer narrative:
Note: the faulty ups has been sent to the supplier for investigation into the failure. We have not completed our investigation. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The battery was found leaking, hot and not operating from te ups cabinet of the system. When the field service engineer (fse) arrived at the site the battery acid had been cleaned by hosp personnel. The fse replaced the ups battery pak and returned the system to the customer for clinical use. There was no report of death or serious injury.